Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2020, due to MRI induced pain. The patient was not re-implanted with another device as of the date of this report. This report is submitted april 28, 2020.

Manufacturer narrative:
This report is submitted on august 07, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla). It was reported that there was no splint or bandage used during the MRI and the patient reported pain. Magnet revision surgery has been completed (date not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on january 31, 2024.